Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported their upper aligner does not fit on the left side and it won't seat. The patient said it keeps popping off and the patient marked their pain level as 8 during check-in as well. Tips were provided to the patient to soak the aligner in warm water. The patient said that worked and they were able to wear the aligned all night. The only issue was that the edges of the upper aligner felt sharp on their gums.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.